Event description:
It was reported that a pt underwent a sling procedure in 2008. On post-operative day ten, the pt experienced pyelonephritis, and a retropubic hematoma. The pt was treated with antibiotics. In 2009, the pt had no leaking of urine and no complaints.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.